Event description:
Allomax was placed in pt in 2008. Pt experienced an abdominal dehiscence about 2 days later. Patient was brought back to o.r. For repair. At that time, it was noted that the allomax product was still sutured to the periphery of the ventral hernia repair site, but the interior of the mesh was shredded into multiple pieces, was falling apart. Two pieces of allomax (sewn together) were used on pt with 2 different serial numbers.